Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55 mg/dl; cause was not known. Reportedly, assistance was required in obtaining food to address bg level. Additionally, it was reported that the control iq software did not stop insulin delivery as intended. Further troubleshooting with tandem technical support was unable to be completed.